Manufacturer narrative:
Investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2019, a 35mm amplatzer pfo occluder was selected for implant. While inside the patient and during unsheathing, the right atrial disc did not look flat but rather bulky/abnormal in shape. The device did not return to its' original form. The left atrial disc was flat, but the right atrial disc remained bulky despite relieving the cable tension. The device was recaptured (it was never released) and examined outside of the patient. The right atrial disc continued to be bulky in shape. A new 35mm amplatzer pfo occluder (same lot number as the initial device) was successfully implanted. The patient is stable.

Manufacturer narrative:
The reported event of a "bulky", bulbous deployment was confirmed. Following the simulated deployment, the bulbous shape returned to normal and met functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications at the time of release to commercialization. Though the occluder was determined to meet functional specifications, the root cause of deformation upon initial deployment has been investigated and a resolution plan aimed at addressing enhanced loading techniques as well as improved in-process inspection that better represents how a device is loaded and deployed during clinical use are being implemented.

Event description:
On (B)(6) at (B)(6) we noticed when unsheathing the right atrial disc of a 35mm pfo device that the right atrial disc did not look flat but rather looked bulky/abnormal in shape and would not assume a disc shape/its original form. The left atrial disc was flat but the right atrial disc was bulky and would not flatten despite relieving the cable tension (model # 9-pfo-35, lot 7126743). We recaptured the device and tried unsheathing again but the same right atrial disc shape occurred. The physicians captured the device (did not deploy) and we examined it outside of the patient on the sterile table. The right atrial disc remained bulky in shape and the device will be returned for further investigation. A new pfo device was opened and successfully implanted and the patient remains stable. The new pfo device has the same model # and lot # as the defective unit.